Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2316-50e. Serial: (B)(4). Batch: 7190171.

Event description:
It was reported that a trial patient experienced intense headache that only relieved when laying down and redness was noted where the tegaderm was placed. An x-ray was taken and noticed that the leads migrated which might cause the dura puncture. The physician removed the trial lead and gave the patient a blood patch. The patients headache has been coming and going subsided today. It was also reported that patient had new back pain which was a burning sensation might be from the procedure and reaction to adhesive. The patient felt very lethargic.